Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A system check was performed using the pump supplies in use during the occlusion alarm and the pump performed as intended leading to the non tandem infusion set site as the cause of the occlusion alarm. The customer declined to remove their infusion set site to inspect the cannula for any damage as it was their last infusion set site available. Reportedly, the customer reverted to manual injections until additional supplies were received.